Event description:
The event is reported as: after insertion, the catheter came out of the bladder at the time the urine bag was connected to the catheter. The user noticed there was a hole at 7-8cm from the catheter extremity, that was why the balloon did not inflate. No reported patient injury.